Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient. It was reported that they didn't know that the stimulator was turned off and the pain was still bad. The issue had not been resolved. They put a cold pack on their leg in the morning and their left leg felt like it was on fire. The stimulator did them no good; at first the ins worked fine but that lasted about a month. A healthcare provider (hcp) advised them to turn the stimulator off for 3 days. They did this and the pain wasn't so severe but it still hurt. The patient reported that between their bad back and pain issue they were "a mess". No further complications reported.

Manufacturer narrative:
Occupation: non-health care professional. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the device done good for a while. Then patient's leg started giving her a fit. When she woke up in the morning she could hardly walk. The pain was clear up the leg and back of the neck. Patient said the pain beneath knee on left leg so severe feels like leg is on fire. Patient met with manufacturing representative (rep) at the pain health care professional (hcp) office this week. Patient said it was just a few days ago from this report. Rep said her stimulation was shut off and he turned it back on. After he turned it on her leg did not hurt for about two days. Patient said the stimulator was off again and has severe pain again and feels like leg is on fire. Patient stated they need help turning it on. Patient was told to communicate with implantable neuro stimulator (ins) programmer showed stim on. Helped patient turn stimulation on and she increased the voltage to 4.7 volts. Patient said she did not feel stimulation. Patient was told if the stimulation did not help to follow up with hcp. Patient controller battery was at 80% and the ins was at 100%. No further patient symptoms or complications were reported in this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.